Event description:
(Bilat) ms symptoms and (r) deflation. Spoke to dr (B)(6) and he stated that the pt experienced a deflation back in 2005 and has since had symptoms of ms (numbness in legs and difficulty walking). She did research online and found that silicone can cause these symptoms and just wanted implants removed. The md removed the devices (B)(6) 2012. Md has seen the pt once post op. During this visit the pt said and seemed to be doing much better. "She could walk." Pt has canceled twice since. She was supposed to have come in last week, but canceled due to a back issue. The left device was discarded and will not be returned.

Manufacturer narrative:
A report was made to mentor by the explanting physician that this pt was experiencing symptoms of ms (numbness in legs and difficulty walking) since her deflation in (B)(6) 2005. The pt was re-implanted at that time with mentor saline-filled mammary prostheses. She has also presented with a right deflation. Since removing these devices, the pt's symptoms have subsided and the pt can walk. Because the left prosthesis involved in this complaint will not be returned to mentor, pe was precluded from evaluating the device. Based on the laboratory eval, pe concluded the right deflation was most likely due to the rent that measured approx .1 cm in length, within the crease, on the posterior aspect of the device. A microscopic examination of the edges of the rent revealed a tapered wear pattern. Taper wear is characteristic of a crease/fold failure. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Leak testing of the device revealed no other leakage sites. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the pids by stating that these devices should not be considered lifetime devices. The mentor microbiology dept assures the sterility of devices indicating that they meet all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Pe concluded the reported infection in the pt's breast occurred from a source other than the devices. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. The institute of medicine (iom) of the national academy of science released a final report stating "a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease...there is no evidence that silicone implants are responsible for any major disease of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants." Based on these reports, pe is unable to confirm that the reported complaints are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the pt and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Additionally, trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance.